Event description:
Sorin group received a report that the touch screen of the cp5 did not respond during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the cp5 did not respond during set up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative replaced the cp5 control panel, upgraded the software and tested the system for function. Testing of the system after the control panel was replaced confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. See scanned page.